Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon evaluation, there was an open red (can h) wire inside the trunk cable. The cause of the code 204 is the damaged wire. The root cause of the damaged wire is excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report that a patient's device was producing a service code 204.